Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. The initial report did not have placment and removal date, however we have received this information and the qn has been updated. Hence this updated report.

Manufacturer narrative:
The initial report did not have placment and removal date, however we have received this information and the qn has been updated. Hence this updated report.